Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message" was confirmed during functional testing. The root cause of the ua07 was the failed load cell module 2, likely attributed to aging of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in feb 2008 and is over 15 years old, past beyond its expected service life of 5 years. Unrelated to the reported complaint, visual inspection revealed cracked front and bottom enclosures and a bent battery lock clip. All these observed physical damages are most likely attributed to user mishandling. The front and enclosures and battery lock clip need to be replaced to remedy the other observed physical damages. Unable to download archive file via ira port as well as via wire connection from autopulse platform. A review of the archive data could not be performed. The root cause for the archive data download issue was the defective processor board, likely attributed to the age of the platform. The processor board needs to be replaced to remedy this issue. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The root cause of the ua07 was the failed load cell module 2, likely attributed to aging of the platform, failed component(s), or mishandling such as a drop. The load cell module 2 needs to be replaced to address the reported complaint. Further functional testing revealed, a seized brake assembly due to rust/corrosion on the brake housing area, likely attributed to the age of the platform. The defective drive train needs to be replaced to remedy brake gap issue on platform. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform will be returned to the customer unrepaired. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(6)) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. No consequences or impact to the patient.